Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation ¿poor air supply¿ was confirmed. The device evaluation found a foreign object inside the nozzle due to insufficient cleaning. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope nozzle was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did confirm they¿ve presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 years since the subject device was manufactured. Based on the results of the investigation, the reported foreign material could not be identified, and a definitive root cause of the foreign material remained in the device nozzle could not be conclusively specified. This issue is addressed in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. The instruction manual gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
An olympus marketing personnel reported on behalf of the customer that the gastrointestinal videoscope had a poor air supply. The issue was found during preparation before use inspection in an unspecified diagnostic procedure. The facility completed the intended procedure with another similar device. There were no reported delays. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a foreign object inside the nozzle.